Manufacturer narrative:
The reported event of a sjm mechanical heart valve explant and mild inflammation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
An unknown size and model abbott mechanical valve was explanted on (B)(6) 2020 after an unknown period of time due to the patient showing symptoms of mild inflammation. Further information was requested but not received.